Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, inhibition of pacing due to myopotential oversensing was observed. Patient is not dependent. Programming changes were made. The following day, the oversensing continued and additional programming changes were made. Patient will continue to be monitored closely.